Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 3 accolade ii 127 deg; 6721-0330 ; 57478802. 26mm std v40 taper vit head; 6260-5-126 ; 55583705. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This event is about a patient registered for join research. The study was discontinued due to worsening general condition triggered by jaundice and acute cholecystitis.